Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm failed battery test and weak battery. Customer's blood glucose at time of incident was 113 mg/d. The customer was advised that we will replace battery cap. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that the device was not dropped or bumped and not exposed to moisture. The customer was advised to monitor pump and we will ship a replacement battery cap .